Event description:
The thermogard xp ivtm system (s/n (B)(4) displayed mid:09 (air trap assembly) error messages. No further information was provided. It is unknown when the problem occurred. However, patient use information was requested, but no additional information was provided.

Manufacturer narrative:
Zoll has not received the thermogard console in complaint for investigation. A follow-up report will be submitted if and when the product is returned, and an investigation has been completed.

Manufacturer narrative:
The thermogard xp ivtm system involved in the reported complaint will not be returned to zoll for evaluation and was not evaluated at the customer site because the customer decided to trade in the console.